Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator allegedly failed to ventilate a patient. The patient was transferred to another ventilator. Subsequently, the patient expired. Medtronic service engineer downloaded the logs and ran all the calibrations, extended self-test and short self-test. The ventilator passed all testing and operated within manufacturing specifications. The customer reported that the ventilator was not a contributor to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient expired on (B)(6) 2017 which was two days after the reported event.